Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed when additional information becomes available.

Event description:
It was reported that the patient experienced a line-blocked alarm and attempted to resume therapy using the current cassette; however, the alarm persisted. Upon removal of the infusion set, the cannula was observed to be bent. There was patient involvement with no injury reported.